Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. No phone number provided by customer. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer evaluated the device. The pse advised the customer to reseat the motor controller (mc) printed circuit board (pcb). The customer reported the mc pcb was reseated and the reported condition could not be verified. The ventilator was returned back to service.

Event description:
The customer reported that the ventilator generated an error which rendered the ventilator to have a low power voltage. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.